Manufacturer narrative:
Insulin pump p-cap reservoir locked properly in place. Insulin pump received with cracked case (battery tube) and cracked battery tube threads. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump had cracked on battery compartment. Customer was walking along rock pool area, taken insulin pump off for a swim. As she was putting it back on, she accidentally dropped the insulin pump on rocks, and cracked battery casing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.